Event description:
Newborn of approx 5 hours age, placed under warmer for temp 96.5 axillary. Placed under new air shield warmer set at 36.0 c. Pt under warmer for 45 min. And temp was 99.2 axillary. No alarms heard. No injury. Temp came back to 97.6 within 15 min.